Manufacturer narrative:
Product analysis: product analysis: analysis of the external pulse generator (epg) confirmed the customer comment, the upper case was broken around the menu encoder. Analysis also noted that the menu control knob was missing, the atrial output connector was broken, the hanger was broken and contaminated, there was multiple errors in the log, the main printed circuit board (pcb) was replaced, the keypad was out of mechanical specification, the lower case was contaminated, the epg required a battery shorting bar and both display wires were pinched (wires exposed). All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
T was reported that the external pulse generator (epg) had a broken bottom knob (grayhill detent potentiometer) that controls the lower screen. It was noted that the potentiometer knob was broken off and the potentiometer strip was pushed into the epg which pushed the lower potentiometer control knob into the housing of the epg. The epg has been returned to service. There was no patient involvement.